Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, assisted with the reset, and confirmed the malfunction code did not recur.